Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by completing a fill tubing with original supplies and resuming insulin.